Manufacturer narrative:
Evaluation in progress.

Event description:
While setting up for the case, with the patient under anesthesia, discovered there was no helium flow in the system. Troubleshooting tested more than 1 port and indicated that helium supply solenoid was getting voltage but still no flow.

Manufacturer narrative:
The device was evaluated by simulated use testing and no fault was found.